Manufacturer narrative:
The MFR's service rep performed an onsite investigation. The rep reseated all pcb's in the workstation. The system was tested and operated as intended.

Event description:
The customer reported, the 2600 system needs to be rebooted multiple times to take images. No pt injury was reported.